Event description:
It was reported that the programmer was very slow to boot up. After the introduction screen came up it started to slowly darken to the point of the screen being black. Multiple attempts produced the same result until finally it went completely black. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Slow boot sequence. The display fades; display flex damaged. Broken left keyboard hinge.